Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 97714, serial no. (B)(4), found no anomalies. A known good lead was inserted and withdrawn 3 times in both ports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported a surgical trial was performed on the consumer (B)(6) 2013. Then during an implant procedure performed (B)(4) 2016, despite repeated attempts at connecting the lead and implantable neurostimulator (ins), abnormal (high) resistance values were displayed. It was noted that the lead could not be fully connected/connected sufficiently to the ins. Measures taken to resolve the issue included connecting the lead to a new ins. The issue was noted as resolved at the time of the report. The consumer¿s underlying disease was noted as central post-stroke pain (cpsp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The first sentence should read as follows: a health care professional via a manufacturer representative reported a surgical trial was performed on the consumer (B)(6) 2016.